Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the surgeon noted that the tip of the fenestrated bipolar forceps instrument would not release properly after being grasped (it would stick). The procedure was continued as planned with no reported injury.